Event description:
It was reported that the lead was capped due to increased impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Secure implantable tachy lead it was reported that the lead was capped due to increased impedance. No patient complications have been reported as a result of this event. Conclusion can be drawn impedance, high.